Event description:
Defective arterial clamp. Livanova deutschland has received a report that the arterial clamp displayed error "clamp does not open or do not close" during maintenance. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 erc tubing clamp. The incident occurred in spain. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The erc was returned to livanova for inspection and repair activity. The unit was checked by the technical department and the issue was confirmed: the error message "arterial clamp is defective" was shown on the s5 system panel and the open/close key buttons disappeared from the centrifugal pump control panel after a few seconds. To solve the issue, electrical and mechanical components (boards and motor) of the clamp were cleaned and no parts replacement was deemed necessary. Mechanical/electrical checks as per technical safety inspection and functional test were carried out and passed successfully, therefore the unit was put back into regular service. The involved clamp was manufactured in 2019 and according to the analysis of the complaints database, no further issues have been submitted for this unit since its installation based on the above facts, the reported event could have been caused by oxidation and dirt accumulation on the clamp subcomponents. The internal connectors have been reseated, cleaned and the unit was shipped back to the customer in its expected function after having undergone a technical final inspection. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.